Event description:
Patient reports the aligners are very tight, painful, got a bruise and a blister on the inner front lip. The patient filed the aligner down and softened it in hot water and it still hurt. The aligner is hitting the canine teeth and there's a gap on the other teeth. The cst (clinical support team) noted in the record that the lower aligners do not fit wnl (within normal limits). Dental history includes orthodontic braces, crowns at locations: 15, 18, grinding/clenching of teeth, previous root canal treatment, use of nightguard/sleep apnea device, active periodontal disease, scaling or root planning and no braces or attachments. Medical history includes pain on teeth with crowns. Medications include lipator, atenolol, unithroid.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.